Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone: (B)(6). [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting a chronic occlusion at the distal m1 segment of the middle cerebral artery (mca), a 9f optimo¿ balloon guide catheter (tokai medical), a 132cm embovac 71 aspiration catheter (ic71132ca / lot# unknown), a trak 21 microcatheter (stryker), and a traxcess® guidewire (microvention-terumo) were used. The common carotid artery (cca) has a hairpin bend and the balloon guide catheter was unable to be approached intracranially. The embovac catheter, the trak 21 microcatheter, and the traxcess guidewire were delivered. The position of the trak 21 microcatheter was around the m1 segment, the embovac was unable to be delivered to further distal part from around the curve of the siphon. It was reported that a continuous flush was maintained. When the physician pushed his hand a little, the distal part of the hub ¿got broken.¿ the physician restored to its original form, the outer resin part got peeled off, leaving a hole in the catheter. Reverse blood flowed from there and blood leaked from the catheter. The embovac was removed at the time of the damage and the procedure was deemed completed based on the judgment of the chronic occlusion. There was no negative impact from the damage noted on the embovac on the patient¿s prognosis. The patient¿s pre-operative nihss score was 10 points. Post-operative, the nihss score was 10 points. The patient has been with medical treatment. Due to the chronic obstruction, the treatment would be completed in the same way as during the process, ¿even if the embovac was not damaged. However, if the patient had extra-cardiac cerebral embolism instead of chronic occlusion, there was a need to use a new device.¿ the physician requested to improve the durability of the embovac device. There was no report of any negative patient impact or patient adverse event. On (B)(6) 2022, the cerenovus sales representative provided the following additional information: ¿although the specific amount of bleeding was unknown, it was confirmed that the patient's hemodynamics was not affected and there was no medical work such as blood transfusion.¿ on (B)(6) 2022, additional information was received. It indicated that information is not available at this time as to whether this was an adapt (direct aspiration first pass technique) case, ¿the trak 21 microcatheter (stryker) and traxcess® guidewire (microvention-terumo) were used. The hairpin bend in the common carotid artery did pose a challenge in the procedure during the attempt to access the occlusion site. Information regarding the clot/thrombus characteristics are not available; the procedure was targeting a chronic obstruction in the distal m1 segment of the mca. The additional information did not include clarification of whether the distal part of the hub that got broken was near the orange ID band; the response received was ¿the distal part of the hub got broken.¿ the additional information clarified that ¿the outer coating was peeled off and a hole was confirmed at the site.¿ no medical intervention was required. The procedure was terminated because of the patient condition (chronic occlusion). The patient was not symptomatic, the physician did not deem the procedure successful; it was not completed because of the patient condition. The was no resistance reported during the use of the embovac. Excessive force had not been applied to the device. The reported damage on the embovac did not have any negative impact on the patient¿s prognosis, this is a chronic obstruction. There was no patient injury. The patient was not placed on antiplatelet therapy. The reported issue did not result in any clinically significant delay in the procedure. On (B)(6) 2022, additional information was received indicating that this was an adapt (direct aspiration first pass technique) case. The size of the clot is unknown. The information indicated that ¿as a result, chronic obstruction occurred and the thrombus was not captured at this time. Since the thrombus was not captured, the cerenovus sales rep does not know anything about the blood clots.¿ based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known, therefore review of the device history record was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, the patient¿s chronic condition may have contributed to the reported failure, as indicated in the additional event information that the hairpin bend in the common carotid artery did pose a challenge in the procedure during the attempt to access the occlusion site. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting a chronic occlusion at the distal m1 segment of the middle cerebral artery (mca), a 9f optimo¿ balloon guide catheter (tokai medical), a 132cm embovac 71 aspiration catheter (ic71132ca / lot# unknown), a trak 21 microcatheter (stryker), and a traxcess® guidewire (microvention-terumo) were used. The common carotid artery (cca) has a hairpin bend and the balloon guide catheter was unable to be approached intracranially. The embovac catheter, the trak 21 microcatheter, and the traxcess guidewire were delivered. The position of the trak 21 microcatheter was around the m1 segment, the embovac was unable to be delivered to further distal part from around the curve of the siphon. It was reported that a continuous flush was maintained. When the physician pushed his hand a little, the distal part of the hub ¿got broken.¿ the physician restored to its original form, the outer resin part got peeled off, leaving a hole in the catheter. Reverse blood flowed from there and blood leaked from the catheter. The embovac was removed at the time of the damage and the procedure was deemed completed based on the judgment of the chronic occlusion. There was no negative impact from the damage noted on the embovac on the patient¿s prognosis. The patient¿s pre-operative nihss score was 10 points. Post-operative, the nihss score was 10 points. The patient has been with medical treatment. Due to the chronic obstruction, the treatment would be completed in the same way as during the process, ¿even if the embovac was not damaged. However, if the patient had extra-cardiac cerebral embolism instead of chronic occlusion, there was a need to use a new device.¿ the physician requested to improve the durability of the embovac device. There was no report of any negative patient impact or patient adverse event. On 29-aug-2022, the cerenovus sales representative provided the following additional information: ¿although the specific amount of bleeding was unknown, it was confirmed that the patient's hemodynamics was not affected and there was no medical work such as blood transfusion.¿ on 01-sep-2022, additional information was received. It indicated that information is not available at this time as to whether this was an adapt (direct aspiration first pass technique) case, ¿the trak 21 microcatheter (stryker) and traxcess® guidewire (microvention-terumo) were used. The hairpin bend in the common carotid artery did pose a challenge in the procedure during the attempt to access the occlusion site. Information regarding the clot/thrombus characteristics are not available; the procedure was targeting a chronic obstruction in the distal m1 segment of the mca. The additional information did not include clarification of whether the distal part of the hub that got broken was near the orange ID band; the response received was ¿the distal part of the hub got broken.¿ the additional information clarified that ¿the outer coating was peeled off and a hole was confirmed at the site.¿ no medical intervention was required. The procedure was terminated because of the patient condition (chronic occlusion). The patient was not symptomatic, the physician did not deem the procedure successful; it was not completed because of the patient condition. The was no resistance reported during the use of the embovac. Excessive force had not been applied to the device. The reported damage on the embovac did not have any negative impact on the patient¿s prognosis, this is a chronic obstruction. There was no patient injury. The patient was not placed on antiplatelet therapy. The reported issue did not result in any clinically significant delay in the procedure. On (B)(6) 2022, additional information was received indicating that this was an adapt (direct aspiration first pass technique) case. The size of the clot is unknown. The information indicated that ¿as a result, chronic obstruction occurred and the thrombus was not captured at this time. Since the thrombus was not captured, the cerenovus sales rep does not know anything about the blood clots.¿